Event description:
Event: the jacket guard and the balloon broke inside the patient. Event narrative: the superior attachment system was deployed with no problems. As the device was being removed, the jacket guard became stuck in the graft limb. To resolve the problem, an aortic balloon was placed through the contra side and inflated at the aortic attachment system to hold the attachment system in place. As the device was being pulled back, the device broke leaving the aortic balloon and the jacket guard in the patient. The balloon and the jacket guard were successfully removed using a snare catheter.